Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: no product was returned however the pumps operators manual indicates that the pump will alarm no disposable if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record review could not be performed because no specific product was identified. No serial number was provided. No product was returned, most probable cause due to improper user interaction with the product.

Manufacturer narrative:
No serial number was provided; therefore, device history record review could not be completed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that after approximately ten hours of use, the device presented a no disposable alarm. Alternate pump utilized, but issue persisted. Issue was resolved by changing cassette. No patient injury was reported.